Manufacturer narrative:
[Imdrf annex c code: c20 - no findings available].

Event description:
It was reported that a failure was observed during a planned preventive maintenance or recall remediation service event. There was no reported patient involvement.